Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the patient experienced poor sound quality, decreased performance and open circuits were noted on three electrodes. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.